Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, tube push-off occurred with 10 tubes and a healthcare worker was scratched by the dirty needle from the acquisition device. There was no other health impact or consequences reported. Reported verbatim: "customers in the use of the process of blood collection needle popped out of the blood collection tube situation more, the same patient at the same time when the collection of only bd yellow tube popped out of the needle, popping out of the needle scratched the blood collection teacher."

Manufacturer narrative:
E1.initial reporter city: (B)(6). E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, tube push-off occurred with 10 tubes and a healthcare worker was scratched by the dirty needle from the acquisition device. There was no other health impact or consequences reported. Reported: "customers in the use of the process of blood collection needle popped out of the blood collection tube situation more, the same patient at the same time when the collection of only bd yellow tube popped out of the needle, popping out of the needle scratched the blood collection teacher.".

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 10 retained samples were functionally tested for tube push off; none of the tubes tested pushed off the needle. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.